Event description:
It was reported that at approx 7:00am in 2008, a telemetry pt expired while the telemetry transmitter (identified in logs as t8) was in standby mode. The customer has requested analysis of the mvws log files. The customer has requested clarification of the effect of repeatedly changing the telemetry transmitter status into and out of standby on event disclosure data storage.

Manufacturer narrative:
Our eval of the info available at this time indicates that our device did not cause or contribute to this adverse event. However, we will continue further investigation and if found the results to be different, we will report to FDA immediately. Draeger device worked as intended.